Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the position of the ipg was bothersome for the patient. It was also noted that the patient had multiple adjustments but to no avail. The patient underwent an ipg explant procedure. No further information could be obtained.